Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyer. The hemoglobin syringe was recently installed and the customer requested service. The customer was advised to replace the syringe while waiting for service. The abbott field service rep (fsr) replaced the syringe and luer lock, then assayed qcs and the controls passed. The fsr determined the analyzer was performing within specifications and the issue was resolved. A few days later, the customer reported the hemoglobin background was slightly elevated and requested service again. The fsr replaced worn tubing, verified the quality controls passed and the hemoglobin background was within specifications, therefore, no further investigation was required. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on (B)(4) 2009.